Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿allergic reaction of inflammation with pus three days post injection¿, ¿throbbing¿, ¿red patches¿, ¿redness at both sides¿, ¿during injection into the left nasolabial fold it hurt¿, ¿a rash all over their body from the doxycycline because they took it too long¿, and ¿a bacterial infection¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings; treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events. Table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. 8. Instructions for use; b. Health care professional instructions: 5. After ensuring that the patient has thoroughly washed the treatment area with soap and water, the area should be prepped with alcohol or other antiseptic. Prior to injecting, depress the plunger rod until the product flows out of the needle. 18. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
A healthcare professional injected a patient with 1 syringe of juvéderm voluma® xc in both nasolabial folds and 3 days later the patient experienced an allergic reaction of inflammation with pus at the injection sites. The patient was seen 6 days after injection by the healthcare professional and was prescribed clarithromycin 250mg. The patient was seen 12 days after dermal filler injection by the healthcare professional for a follow up and the patient had throbbing at the injection sites the night before. The patient was seen 15 days after dermal filler injection by the healthcare professional and the patient had red patches at the injection sites. At that time the patient was treated with hyaluronidase and told to stop the clarithromycin and start doxycycline 100mg bid for 2 weeks. A culture was performed that came back negative. The patient was seen 20 days after dermal filler injection by the healthcare professional and the patient still has redness at both sides at the injection sites. Follow up with the patient reported that during injection into the left nasolabial fold it hurt. When the physician was finished injecting the right nasolabial fold they told the patient that it was probably going to get infected. The patient clarified the reported symptoms occurred right away and not 3 days later. The patient stated that they got a rash all over their body from the doxycycline. The patient has had a bacterial infection starting approximately 90 days after the dermal filler injection. Symptoms are ongoing. The needle from the package was used and this was the initial use of the syringe.